Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad was unresponsive. The customer¿s blood glucose level was 140 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was also reported that insulin pump the scroll bar was not moving with no input and buttons not responding. The insulin pump will not be returned for analysis.